Event description:
Boston scientific became aware of an event involving a spaceoar hydrogel device through the article, identification and repair of rectal injury during da vinci prostatectomy with prior spaceoar placement, written by peter j, arnold, md et al. Per the article, the patient underwent a radical prostatectomy performed with intuitive surgical da vinci xi-robot assisted; the procedure was performed 75 days after spaceoar placement. The posterior dissection planes were significantly distorted during the procedure because of the spaceoar, a rectal injury was identified, and general surgery was consulted intraoperatively. The injury was closed as there was no field contamination, primarily in two layers without diversion with an overlying peritoneal flap. A sigmoidoscopy was then performed intraoperatively, which revealed a watertight closure. No further complications were experienced during the rest of the procedure. It was noted that the tissue distortion was caused by the spaceoar previously placed. The patient was discharged home on the postoperative day and continues to do well as of this most recent follow-up, two years postoperative. Boston scientific has been unable to obtain additional information despite good-faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2023, was chosen as the best estimate based on the date the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source arnold, pj et al. Identification and repair of rectal injury during da vinci prostatectomy with prior spaceoar placement. Videourology (2023); 37(1). Block h6: imdrf patient code e2015 captures the reportable event of tissue damage.